Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure a farawave was selected for use. The physician delivered 36 applications with the catheter in flower position, between the superior vena cava (svc) and right atrial appendage (raa). At one point, the catheter slipped into the raa, at the end of the procedure the physician checked for effusion and noted one. A pericardiocentesis was performed and 300 ml of fluid were drained. The patient was taken to the intensive care unit for observation. The patient recovered successfully from the event and was discharged.